Event description:
A malfunction was reported, displaying malfunction code 0, but no notable events occurred beforehand. The customer's blood glucose level was not adversely affected, as it did not exceed 500 mg/dl. Technical support provided reset information, assisting the customer with resetting the pump. The malfunction did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to call back if the issue recurred and acknowledged the instruction.